Manufacturer narrative:
Concomitant medical product: 503458 lead implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. The patient was treated with antibiotics and the cardiac resynchronization therapy pacemaker (crt-p) system was explanted. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.